Event description:
It was reported that the patient received high lead impedance results on system, and normal mode diagnostics. Patient has not felt stimulation since a week prior to these results. Patient has not had any injury or trauma.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.